Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment/non-emergency treatment was being performed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the issue was due to system unable to find the hard drives. Fse cleaned the whole system by removing the debris, oxidised metal parts, table cover and set the mounting strips for tilt cover. After cleaning, the system was automatically rebooted and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.